Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found that the power cord connector in the power supply unit (psu) was not properly seated to the device. Performance testing found that the device operated according to specifications after the power supply unit (psu) was reconnected. Based on the evaluation results, the reported charging issue was most likely due to the improper connection of the psu to the device. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a charging issue. There was no patient injury reported as a result of this incident.